Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 32mm amplatzer septal occluder was chosen for implant. When the device was deployed, the left disc was deformed. Another 32mm amplatzer septal occluder was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. Although no patient consequences were reported, the procedure was extended beyond 30 minutes.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.